Event description:
It was reported via e-mail that the customer experienced high blood glucose of 330mg/dl and the insulin pump did not alarm no delivery when the cannula was bent in half. No insulin was noted around the site. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.